Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the dsv is permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine visible deposits in the dsv. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a dsv valve (#fv128t) was implanted during a procedure performed on (B)(6) 2014. According to the complainant, the valve caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.